Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an echocardiogram was done on (B)(6) 2019 and showed the atrioventricular (av) opening at every beat. Increased rpms from 9000 to 9600 rpms. No av opening every other beat. Cta completed on (B)(6) 2019 showed the narrowing of outflow graft (ofg) close to the anastomoses of the aorta. Order was in for cath lab procedure to stent the ofg, but not scheduled. Patient was started on angiomax, possible thrombus and not kinked. Followed up on (B)(6) 2019. Patient on getting ofg stent, now possible pump exchange, with high possibility of thrombus. Patient was transferred to intensive care unit (ICU). Patient had an exchange from heartmate 2 (hm2) to heartware.

Manufacturer narrative:
Section b5, d4, h4: additional information. Section d7, g3: correction. Manufacturer's investigation conclusion: the report of outflow graft narrowing with a high possibility of thrombus and not kinking could not be confirmed as there is no product available for investigation. However, the evaluation of the submitted system controller log file identified low flow events. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted log file captured transient low flow hazard events on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Calculated flow was captured at values as low as 2.4 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer, including requests for product return; however, no further information has been provided and (B)(6) has not been received to this date. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Further, section 6 outlines the pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log file analysis observed low flow events on and between (B)(6) 2019- (B)(6) 2019.